Manufacturer narrative:
Results: the separator tip of the penumbra system 3d revascularization devices (psr3d) was intact with the delivery wire. The psr3d was kinked in two locations between 198.0 and 199.0 cm from the proximal end. One of the struts on the nitinol distal tip was fractured. Conclusions: evaluation of the returned device revealed that the psr3d was kinked just proximal to its nitinol distal tip. This damage likely occurred due to forceful advancement of the psr3d against resistance. Further evaluation revealed that one of the struts of the nitinol distal tip was fractured, but it remained intact with the rest of the device. The observed fractured strut likely caused the nitinol distal tip to get caught up in the penumbra system 3max reperfusion catheter (3max) lumen, contributing to the aforementioned resistance and subsequent kinks. Struts of the nitinol distal tip may have become damaged if the device was forcefully manipulated during preparation of the psr3d for a second pass. The 3max and the other two psr3d's mentioned in the complaint were not returned for evaluation. Penumbra psr3ds and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01117.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization devices (psr3d). While preparing an initial psr3d for use, the technologist inadvertently dropped the device on the floor while attempting to put it in a wire bowl. Consequently, the psr3d was not used and a new psr3d was opened for the procedure. During the procedure, the physician made one pass using the second psr3d through a penumbra system 3max reperfusion catheter (3max), then removed the psr3d. Upon attempting to reintroduce the psr3d back into the patient, the physician noticed that the psr3d appeared to be "softer" or stretched. Therefore, the psr3d was removed and a third psr3d was opened. The physician made another pass with this psr3d without any device issues; however, the thrombus was not retrieved and the psr3d was removed. The physician then decided to use stent retriever devices to remove the clot burden but was also unsuccessful. The procedure ended at this point. There was no report of an adverse effect to the patient.